Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was reviewing latitude download from my chart and noted shock. Boston scientific technical services (ts) explained that it was like an electrocardiogram (EKG), and the device was not shocking. Moreover, the patient also mentioned that artery was punctured. This device remains in service. No additional adverse patient effects were reported.